Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g6. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient required ems for hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 50 mg/dl while wearing the pod longer than 48 hours on their leg. Symptoms reported include ¿not feeling well¿. No further details were provided. The patient was treated by paramedics with glucose. The patient also ate peanut butter, crackers, ice cream and juice to help raise their blood glucose levels. The paramedics were at the patient¿s home for 15 minutes from 11:30pm to 11:45pm.